Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) recorded noisy signals that were oversensed and resulted in an inappropriate shock and inhibition of pacing. Additional information was received that this ICD exhibited decreased pacing impedance measurements.